Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty activating the safety mechanism was confirmed but the exact cause remains unknown. The product returned for evaluation was a one 22ga x 0.75" safestep safety infusion set. The returned product sample was evaluated and the needle was observed to be bent just distal of the non-engaged safety mechansim. The following observations were noted during the sample evaluation: the needle was bent at the region where the needle extends from the base. Microscopic examination of the sample found no supporting evidence of a specific root cause the safety mechanism was successfully engaged during evaluation; however, resistance was encountered when advancing the metal sleeve over the bent region of the needle shaft. Based on the evidence provided with the returned sample it is unknown when or how the bend occurred in the needle. Damage to the needle could have occurred at the manufacturing facility, during shipping, during use, or during storage of the product, and no evidence was observed which supported a specific root cause of the event. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that the safety feature did not work when the needle was removed. The user requests to investigate the structure of the device. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the safety feature did not work when the needle was removed. The user requests to investigate the structure of the device. There was no reported patient injury. No other information was provided.